Manufacturer narrative:
(B)(4). A batch review will be performed. Evaluation summary: one used unit was received with approximately 55 ml of fluid in the reservoir. Visual inspection of the unit showed no evidence of leak inside the housing or anywhere in the unit. A functional leak test was performed by filling the reservoir with green color water. During and after fill, no evidence of leak was observed inside the housing or anywhere in the unit. Initial evaluation didn¿t confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that drops of desferrioxamine (non-baxter product) were observed on the inside of a half day infusor during filling. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured september 16, 2013 - september 17, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.